Event description:
On (B)(6) 2013, the customer reported that the previous day ((B)(6)), the meniett made and extremely loud and painful pop in her ear. The rest of the day it was not working right. It kept showing that it was not level even when it was. Then after a few seconds, it would shut off. She fell two times on (B)(6). When she fell, she hit her head on the fireplace, which caused a knot that she iced down.

Manufacturer narrative:
This device is used for therapeutic purposes. Patient is in her (B)(6). (B)(4). Service and repair examined unit and confirmed customer's complaint. We replaced pump due to leak also replaced dead battery and put new feet on the device.